Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the lv lead was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. The allegaiton was not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Transesophageal echo suggested possible vegetation on the leads. The device pocket was flushed with antibiotic solution before wound closure. There were no additional adverse patient effects reported. The lv lead was explanted.